Manufacturer narrative:
The device was returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no similar incidents from this lot. Without any additional information available, a conclusive cause for the noted device damages (outer and inner member separations, split, cut or torn guide wire exit notch/ inner member/ outer member, outer and inner member stretching, kinked stylet, and bent hypotube) could not be determined. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the 2.5x28mm xience skypoint stent dislodged after removing the stylet. A new xience skypoint was used to successfully complete the procedure. There was no patient involvement and no clinically significant delays in the procedure. No additional information was provided. A 2.5x28mm xience skypoint device was received as the device received still has the stent and stylet on the device this is noted to be the incorrect device. The stent delivery system was separated 5mm distally from the guide wire notch. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4- the UDI is not known as the part and lot number were not provided. The additional device referenced in b5 is filed under a separate medwatch report number.